Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (B)(4) with 4 green led light illuminated on the battery status indicator was used in the autopulse platform. The platform displayed a "replace battery" message. No patient involvement.